Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Ecn event description: procedure was done of the pv. After completing the ripv, the catheter was placed back into nominal position and pulled into sheath. Ice was then used to check post ablation to make sure there was no effusion however, there was effusion noted. Proper measures were taken, patient had peracardiocentesis and was transferred to the unit to be observed. I was informed that patient was stable, which happened to be several hours after the procedure. Patient present at time of event? Yes. Patient complications: pericardial effusion. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown. Medical or surgical interventions: pericardiocentesis. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? Unknown. Patient outcome: expected to fully recover. Procedure number: (B)(4). Event date: 2025-12-12. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion.